Event description:
It was reported that the patient's stenosis was severe and the physician chose to explant their superion indirect decompression system and implant a competitor's device. The procedure was completed successfully. The lot number of the device cannot be obtained despite good faith efforts. The explanted device will be returned.

Manufacturer narrative:
Laboratory analysis of the returned device did not reveal any anomalies or product performance issues.

Event description:
It was reported that the patient's stenosis was severe and the physician chose to explant their superion indirect decompression system and implant a competitor's device. The procedure was completed successfully. The lot number of the device cannot be obtained despite good faith efforts. The explanted device will be returned. Additional information was received that the device was received at boston scientific and hence the lot number of the device was obtained.